Event description:
Reportable based on device analysis completed on 16dec2014. It was reported that the distal tip of the rotawire was stretched. A rotablator rotational atherectomy system was selected for use. During preparation, it was noted that the ribbon at the distal tip of the rotawire was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a broken corewire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The unit returned has distal end damage. A visual inspection was performed and the device presents: the spring tip stretched and kinked, and the corewire on the distal tip broken. All the outer diameter (od) measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).